Manufacturer narrative:
Common name: catheter, peritoneal. Product code: gbw. Catalog number: g29431, c-tap-15-28-78-sprl-5 and g09266, c-taps-15-35-78-sprl-4. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the plastic adaptors included in the peritoneal dialysis catheter set tends to crack and leak. The adaptor is replaced with another manufacturer's locking titanium adaptor. There were no adverse effects reported due to the event and no report of an additional procedure. Per the complainant claims, "in addition, chronic catheters are not supported by the literature any more because the second cuff can cause necrosis and inflammation at the insertion site."